Manufacturer narrative:
The explanted devices were not returned to bsn.

Event description:
A report of a pt's precision system was explanted was received. The implanting physician had no information regarding the explant. No further information was available.